Manufacturer narrative:
Follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device failed to shock during operational testing. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that the device failed to shock during operational testing. There was no reported patient or user involvement and no adverse patient/user impact. One processor pca was returned for failure analysis. The reported problem was duplicated during lab testing. The therapy connector j16 pins were found lifted, and therefore failed the defib. Test in op check.